Manufacturer narrative:
D2: common device name: blood specimen collection device; intravascular administration set. D.2. Medical device type: one additional code applies: jka. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. D4. Medical device lot#: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, a needlestick injury and blood exposure occurred when a device failed to retract after use. No information provided on medical intervention or the level of exposure.

Manufacturer narrative:
Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, a needlestick injury and blood exposure occurred when a device failed to retract after use. No information provided on medical intervention or the level of exposure.